Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use rapidcross balloon for patient treatment. Balloon was inflated with a syringe and device was prepped per the IFU. It was reported that deflation difficulties occurred after first inflation. A crack had occurred in the hub region and deflation of balloon over time. No patient injury reported.

Manufacturer narrative:
Product analysis a visual inspection of the returned device found a crack at the luer/hub. A 20ml water filled syringe was used to pressurise the device and water leaked out through the crack additional information: no intervention was used to deflate the balloon. After removing it from the body as a defective device, the lesion was expanded again with another balloon, and the procedure was completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.